Event description:
A caller reported a cartridge alarm 20 issue with their device. There was no adverse impact on the customer's blood glucose level. The issue occurred in the past, and the customer was able to successfully load a new cartridge onto the pump and resume insulin therapy. The problem was resolved. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.